Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The safety clip was missing upon receipt of the sample. The tuohy borst adapter was opened. The 2-way stopcock was missing. The outer sheath with the y-adapter had been pulled back to the pinvise handle. The outer sheath was kinked at the guiding tube. The stent graft had been released and was missing. The inner catheter and the spring coil protruded from the tip 161mm. The y adapter was free of damages. No indication for a malfunction was detected. The reported problem could not be reproduced. The complaint is unconfirmed. This application represents an off-label use for this device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted. The information for use (IFU) currently supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.

Event description:
It was reported during a stent placement in the subclavian, the doctor pulled back on the y-adapter and part of the y-adapter popped out of the tuohy. The doctor had to deploy the stent manually. There was no patient injury reported.